Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure the implantable cardioverter defibrillator (idc) set screw failed to fit in a torque wrench. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.